Event description:
It was reported that the patient implanted with this pacemaker system presented to the emergency room (ER) with symptoms of dizziness, shortness of breath, and a rapid heart rate. The patient also reported a pulsing in her chest that was externally visible. Programmer interrogation via consult was unsuccessful, even after unplugging/replugging the wand and moving the wand in concentric circles. The patient noted that a device check in (B)(6) 2024 indicated there was approximately three years remaining on the battery. It was determined that the pacemaker had entered safety mode, and device replacement was scheduled. During the device replacement procedure, the chronic right ventricular (rv) lead was disconnected, and plugged into the new device. No pacing was noted for this pacer dependent patient. The rv lead was then unplugged from the new device, and connected to the pacing system analyzer (psa) cables. Once connected to the psa, the rv lead exhibited non-capture at maximum output. The rv lead was then reconnected to the old device, placed back into the pocket, and pacing resumed. It was noted that during the procedure, the patient was receiving temporary pacing via external pads due to asystole. It was noted that the old pacemaker system had not connected to the remote monitoring system since (B)(6) 2024 , thus device data was not available for review to evaluate past rv lead behavior. Subsequently, the rv lead was surgically abandoned and replaced during the device changeout procedure as well. No additional adverse patient effects were reported. The explanted pacemaker was returned for analysis.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that the patient implanted with this pacemaker system presented to the emergency room (ER) with symptoms of dizziness, shortness of breath, and a rapid heart rate. The patient also reported a pulsing in her chest that was externally visible. Programmer interrogation via consult was unsuccessful, even after unplugging/replugging the wand and moving the wand in concentric circles. The patient noted that a device check in (B)(6) 2024 indicated there was approximately three years remaining on the battery. It was determined that the pacemaker had entered safety mode, and device replacement was scheduled. During the device replacement procedure, the chronic right ventricular (rv) lead was disconnected, and plugged into the new device. No pacing was noted for this pacer dependent patient. The rv lead was then unplugged from the new device, and connected to the pacing system analyzer (psa) cables. Once connected to the psa, the rv lead exhibited non-capture at maximum output. The rv lead was then reconnected to the old device, placed back into the pocket, and pacing resumed. It was noted that during the procedure, the patient was receiving temporary pacing via external pads due to asystole. It was noted that the old pacemaker system had not connected to the remote monitoring system since (B)(6) 2022, thus device data was not available for review to evaluate past rv lead behavior. Subsequently, the rv lead was surgically abandoned and replaced during the device changeout procedure as well. No additional adverse patient effects were reported. The explanted pacemaker was returned for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Analysis of the device confirmed it was operating in safety mode and that critical therapy remained available. Engineers determined that this device was demonstrating behavior consistent with a high impedance within the battery. The high battery impedance put this device at risk of experiencing transient voltage decreases (and associated resets) during telemetry or other normal, higher-power operations. When battery voltage drops below a minimum threshold, a system reset is performed. If three system resets occur within a 48-hour period, the device is designed to enter safety mode operation to maintain back-up pacing with pre-defined settings. Boston scientific has issued a field safety notice to notify physicians of the potential for accolade pacemaker and cardiac resynchronization therapy pacemaker (crt-p) devices to exhibit this behavior.

Event description:
It was reported that the patient implanted with this pacemaker system presented to the emergency room (ER) with symptoms of dizziness, shortness of breath, and a rapid heart rate. The patient also reported a pulsing in her chest that was externally visible. Programmer interrogation via consult was unsuccessful, even after unplugging/replugging the wand and moving the wand in concentric circles. The patient noted that a device check in (B)(6) 2024 indicated there was approximately three years remaining on the battery. It was determined that the pacemaker had entered safety mode, and device replacement was scheduled. During the device replacement procedure, the chronic right ventricular (rv) lead was disconnected, and plugged into the new device. No pacing was noted for this pacer dependent patient. The rv lead was then unplugged from the new device, and connected to the pacing system analyzer (psa) cables. Once connected to the psa, the rv lead exhibited non-capture at maximum output. The rv lead was then reconnected to the old device, placed back into the pocket, and pacing resumed. It was noted that during the procedure, the patient was receiving temporary pacing via external pads due to asystole. It was noted that the old pacemaker system had not connected to the remote monitoring system since (B)(6) 2022, thus device data was not available for review to evaluate past rv lead behavior. Subsequently, the rv lead was surgically abandoned and replaced during the device changeout procedure as well. No additional adverse patient effects were reported. The explanted pacemaker was returned for analysis.

Manufacturer narrative:
This report was amended to update international medical device regulators forum (imdrf) codes. Incomplete coding of this event was identified during a retrospective review of complaints associated with (B)(4), which focused on identifying and remediating incomplete coding of events. Added patient code (B)(4). Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Analysis of the device confirmed it was operating in safety mode and that critical therapy remained available. Engineers determined that this device was demonstrating behavior consistent with a high impedance within the battery. The high battery impedance put this device at risk of experiencing transient voltage decreases (and associated resets) during telemetry or other normal, higher-power operations. When battery voltage drops below a minimum threshold, a system reset is performed. If three system resets occur within a 48-hour period, the device is designed to enter safety mode operation to maintain back-up pacing with pre-defined settings. Boston scientific has issued a field safety notice to notify physicians of the potential for accolade pacemaker and cardiac resynchronization therapy pacemaker (crt-p) devices to exhibit this behavior.